Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient's pump dosing had been tapered down and the patient was scheduled for an explant on (B)(6) 2019 because the patient did not think the pump was helping them. No further complications were reported or anticipated.